Event description:
Per the clinic, the patient experienced an infection and wound dehiscence (date not reported). The device was subsequently explanted on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a wound debridement surgery and wound closure on (B)(6) 2022. Subsequently, the patient was treated with oral antibiotic for 7 days on (B)(6) 2022. The site appeared to heal well. However, the patient underwent second revision surgery on (B)(6) 2022, in order to cauterize granulated tissue. The patient was treated with topical antibiotics (specific date and duration not reported). The patient was treated again with oral and topical antibiotics for 14 days on (B)(6) 2022, due to crusting over implant site (specific date not reported). The site appeared to heal well, and the patient was treated with topical ointment (specific duration not reported) and oral antibiotic for 14 days on (B)(6) 2022. The patient underwent a third revision surgery on (B)(6) 2022, to clean the wound. Then, the patient underwent a fourth and fifth revision surgeries on (B)(6) 2022, for debridement and wound cleaning. However, the patient experienced an extrusion of the receiver/stimulator through the wound on (B)(6) 2022. Subsequently, the patient was treated intraoperatively with IV antibiotic on (B)(6) 2022, during the explant surgery.